Manufacturer narrative:
The device was received. Investigation is not complete.

Event description:
The customer contact reported that the power cord plug of the device has been charred and burnt. Additionally, it was reported that there were sparks and smoke. No specific details provided. The customer contact reported that there were no exposed wires, visible cut wire or discoloration. It was reported that the ground pin was broken in half. However, the two prongs were fine. The customer reported that there were no patients, visitor or staff involvement during the event reported. There were no reports of any adverse patient events and no reported delays of critical therapies while the device was in clinical use. No additional information was provided.

Manufacturer narrative:
Testing and investigation found the power cord plug charred and burned. There were no indications that the charring incident occurred due to the device itself since the pump was found to operate normally under battery and with a new cord set. Additionally, there was no evidence of internal electrical short or defects on the power cord. It was noted that charring was observed on the male end of the power cord, where a portion of the ground prong was missing and appeared to have been broken off prior to the incident. In addition, upon visual inspection, it was found that the line prongs were bent. Testing determined that due to the lengthy amount of time the cord was used in service, it was likely that the prong was bent sometime during use, and not delivered to the customer in a bent position. The probable cause for the plug not being grounded properly was due to the shortened ground prong and bent line prongs. Additionally, the hospital¿s power outlet was also a contributing factor for the charred power cord plug.

Event description:
The customer contact reported that the power cord plug of the device has been charred and burnt. Additionally, it was reported that there were sparks and smoke. No specific details provided. The customer contact reported that there were no exposed wires, visible cut wire or discoloration. It was reported that the ground pin was broken in half. However, the two prongs were fine. The customer reported that there were no patients, visitor or staff involvement during the event reported. There were no reports of any adverse patient events and no reported delays of critical therapies while the device was in clinical use. No additional information was provided.